Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the pacemaker displayed high out of range (oor) pacing lead impedance (pli). No sensing on both unipolar and bipolar mode was observed. The device was explanted. No adverse patient effects were reported.